Manufacturer narrative:
Continuation of d10: product ID a810, unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine (concentration: 10.0 mg/ml, dose rate: 6.001 mg/day) and bupivacaine (concentration: 3.0 mg/ml, dose rate: 1.8004 mg/day) via an implantable pump. It was reported that the physician wanted to program patient-activated boluses regarding bolus dose of 4 mg, lockout of 30 minutes, dose restriction interval of 24 hours with 3 boluses, and maximum activations of 3 per day. While updating a synchromed iii pump, an interruption of the connection occurred. A service code 139 was displayed via the clinician programmer regarding a warning message of update failed for unknown reason. The service code 140 was also displayed regarding the previous update failed and pump may not have been set as expected. The patient had not moved the communicator at the time of the event. After seeing the service code 139 they pressed "ok" and then service code 338 was indicated regarding connection interrupted; the connection to the pump has been interrupted, ending your session; you must quit and restart the application. It was noted that it was impossible to program the patient activated boluses when updating the pump as they received the message with the code 139. They also put back the programming that the patient had before (modular) and successfully updated the pump. They then exited the app and re-populated the pump by programming the patient activated boluses; however, the same message / code 139 re-appeared. No events of the pump were seen in the printout report which indicated the version of clinician software being used was 2.0.1460. At the time of the report, technical services reviewed that the codes 139 and 140 indicate that there was a problem during the pump update. The following steps to resolve the issue were being considered: update the application (if the installed version was 1.0), re-query the pump and clear the myptm (personal therapy manager), change the low volume reservoir (e.g. 2.1 ml), update the pump, and if the pump can be updated then reprogram the myptm, restore the low reservoir volume, and update the pump again. Additional information received 2024-sep-04 indicated that the recommended steps had been done and the programmer table was up to date because they were able to query the synchromed iii pump. No patient symptom was reported. Additional information was later provided from the company representative (rep). The healthcare provider's (hcp) information was provided. Additional information was later received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the cause of the interruption in connection that led to the service code 139, 140, and 338 was unknown. The patient's age at time of the event was unknown. The facility associated with the event was provided.